Manufacturer narrative:
As received, the attachment could support the reported complaint however, a root cause could not be determined. Production and quality testing of the attachment was not performed as the device was not in working condition. The bur end bearing was stuck inside the head cavity. Both bearing retainers looked good. Microscopic evaluation revealed significant gear wear. Significant corrosion and debris build up was observed inside the head cavity and all inner components. Significant debris may have caused friction and as a result, increase the instability and vibration within the head cavity causing the cap to unscrew but this could not be confirmed.

Event description:
In this event it was reported that the cap unscrewed from a midwest e handpiece while in use. The reported complaint did not result in an injury or need for intervention.